Manufacturer narrative:
This report is filed june 23, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced pain with device use, resulting in the decision to explant the internal magnet (date not reported). The implanted device remains.